Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pumps exhibited no disposable alarms. A new pump and cassette were used, and the issue was resolved. The patient was able to successfully continue the infusion. There was patient involvement, no patient injury was reported.